Manufacturer narrative:
Concomitant products: 694965 lead, implanted: (B)(6) 2006. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet, foreign material on the set screw, and a set screw with a rounded socket.

Event description:
It was reported that during the procedure, there was difficulty removing the set screw from the right ventricular (rv) port of the implantable cardioverter defibrillator (ICD). It was suspected that the pin may be bent, but it could not be confirmed. As the physician was unable to remove the set screw from the device, the tachycardia detection was programmed off and the rv lead was cut to explant the device. The remaining rv lead was abandoned in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analysis of the returned device also revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.